Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii 20gax1.16in prn slm npvc leakage with power injection on (B)(6)2024 the radiology department of (B)(6) punctured a xiangma 20g straight type indwelling needle (383057) during a routine CT examination, and the white isolation plug at the back end of the indwelling needle fell off during a test injection of saline before the operation, resulting in oozing of medication and bleeding, and the needle was immediately withdrawn.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that the septum of the sample has fallen off. 2. DHR/bhr review lot 3234452. 1-this batch of products were assembled at intima ii auto line 4 in september 2023, and packaged at cfs package line in september 2023. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of this batch, no leakage is found, and no abnormality is found on the septum. Please see attachment for the test report. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. This product ((B)(6)) has never been declared to be used for high-pressure injection. Conclusion: the photo shows that the septum of the sample has fallen off. Since there are no abnormalities in the manufacturing process and retained sample, and no defective sample has been received for further testing, the root cause of the septum falling off cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional informaiton provided.